Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ptmr, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient¿s family member wanted to know if raising amplitude could cause the patient to have diarrhea. The patient's amplitude had been raised and the patient was having diarrhea and fecal incontinence. The caller reported that the patient was "having serious problems controlling anything (fecal incontinence). The patient was having bowel symptoms; she "couldn't get off the toilet". She wouldn't notice that she had fecal incontinence until she smelled something and then she would have to go to the bathroom to clean herself off. She had to wear pads now. The patient also had previous issues with constipation. The patient went between taking medications for incontinence and constipation, taking things to help her go and then things to help her stop going. The patient had taken metamucil. The patient was implanted for urinary control and bowel control. It was reviewed that the device was only approved for one indication, bowel or bladder, at the same time and that change in bowel function was on the list of potential adverse events. It was noted that the bowel incontinence was getting worse. The caller stated that patient did not want see a doctor at the moment because she was upset with the whole situation, the caller was trying to encourage the patient to see a doctor that they found off of the physician listings they were sent. Caller stated he was going to try and make an appointment with doctor. The caller reported that the patient never had therapeutic effect for her bowel/urinary symptoms. The caller reported that the patient had not had a 50% or greater reduction in symptoms. The caller stated that the patient was having serious issue with the implant, there were wires poking out the patient's back where the implant is that look like 2 big knobs. The patient had pain at that location. The patient had never felt stimulation. The only time the patient would feel stimulation was when she turned the stimulation up to a level where it was felt too strong, like a shocking sensation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient never had any benefit from the therapy. The reporter stated it was impossible to adjust and was unsuccessful. Poor performance was noted. The reporter also mentioned the patient was having pain/shocking sensation at the ins. The reporter wanted to know if the implantable neurostimulator (ins) could be turned off. It was reviewed that stim could be turned off but declined help stated he knew how. The patient called about a week later indicated that she called doctor's office yesterday (B)(6) 2016 to report that she was not having good results with her interstim. Patient indicated for use was fecal incontinence ( fi). The patient has 50% or greater improvement in trial but now stated the interstim system was not working, has never worked and presented as very angry. The patient stated she now had to go on medication for nerve issues. The representative saw patient in 2015 (B)(6) and reprogrammed the patient at that time. The patient did not have impedance and reprogrammed get implant to maximize get chance for success at the surgeon's request. At time of reprogram 2 and 3 electrodes were activated. The representative ordered to provide overall chance of success but have not heard from surgeon's office regarding this patient until yesterday. The representative told the patient that he felt he had done all he could for her in terms of reprogramming. The surgeon was not currently practicing medicine at this time. The representative told the patient he would be happy to provide names of local interstim surgeons to discuss revision and or other options. The issue was not resolve at the time of the report. Additional information reported 3 days later indicated that there was no pain or shocking reported. This was a loss of therapy. When representative spoke to this patient yesterday she reported that she had never received therapy; however this representative was involved in the patient's trail process and she did report a 50% or greater improvement in her symptoms which was agreed upon by her implanting surgeon. This patient was seen in the surgeon office about a year ago and all possible electrodes were activated by staff. This patient has been provided all possible options for therapy in the representative's opinion. This representative was hung up on and was not able to provide the patient with any options for other surgeons in the area. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.